Manufacturer narrative:
Device evaluation. The tamper seal was broken. The top case was chipped. The bottom case had seal damage. The right plunger case with timing plates, springs, gear cam, push block and float were missing. Force sensor test error in history. The plunger cable shorted something on the main board causing the issue. No external damage to main board or plunger cable. Replaced main board and plunger cable. Replaced force sensor as preventative measure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump's force sensor not detected. No adverse patient effects were reported by the customer.